Event description:
The pt was having "various symptoms thought to be pneumonia or potentially withdrawal." The pump was interrogated and numerous motor stalls that "overflowed the ogs" were noted. The last stall occurred on (B)(6) 2011 and had not recovered. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Event description:
Additional information: it was later reported by the hcp that the pump was replaced. The cause of the event was multiple motor stalls and "on over several days, then failed to recover". Patient experienced coma, bilateral pneumonia secondary to aspiration. Patient presented with withdrawal 24 hours after pump stopped and was admitted to the hospital via ER with delirium and bilateral pneumonia. The managing physician was contacted two days later when he replaced the pump medications using a new catheter and external infusion device. Rotor and dye studies were done. Patient outcome was stated as serious life threatening injury/illness-recovered with sequelae (decline of mentation); "patient recovered but had considerable memory loss". Drug delivered was compounded baclofen 4000 mcg/ml at a daily dose of 1700 mcg.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the device revealed a motor corrosion and feedthru anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.